Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped with wave condition. Part of the support coil was found inside of the introducer, the rest of the support coil gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage. The embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The cause of the coil stretched could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, the orbit mini complex fill 3x4 (637mf0304) stretched during inserting the coil to the aneurysm. There was no adverse event reported with the event. Additional information has been requested.

Manufacturer narrative:
The complaint received states that during a coil embolization procedure the orbit mini complex fill unraveled/stretched during placement. During a coil embolization procedure, the orbit mini complex fill 3x4 (B)(4) stretched during inserting the coil to the aneurysm. There was no adverse event reported with the event. To date no further information has been available. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped with wave condition. Part of the support coil was found inside of the introducer, the rest of the support coil gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage. The embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The cause of the coil stretched could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The complaint of unraveled/stretched was confirmed on analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information suggests that procedural issues may have contributed to the confirmed failure.

Manufacturer narrative:
Additional information wil be submitted within 30 days of receipt.